Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to device not recognizing open door. Service evaluation verified device not recognizing open door. The cause was identified to be a failed lower latch switch. The lower aux was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. There was no patient involvement. No additional information is available.